Event description:
On 2/23/78 breast implants problem, left side hardned, dr fixed. On 5/81 implants replaced with another co's implant. On 7/2/87 left breast bloody discharge, swelling, needle biopsy. On 1/12/88 pains begin on right arm. By 5/11/90 pain all over. Ra test positive. Totally disabled by 12/91. On 3/26/92 implants removed. Left ruptured.